Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in the operating room for a generator changeout due to eri, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted.